Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead with two ventricular non-sustained tachycardia equal to 180 milliseconds on (B)(6) 2012. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 5076 implantable pacing lead, (B)(6) 2010. A 6944 implantable tachy lead, 2010. (B)(4).

Event description:
It was reported that the patient received four inappropriate shocks from the device due to atrial fibrillation. The patient¿s medication was adjusted and the device supraventricular tachyarrhythmia limit was reprogrammed. The device is still in use. It was noted that the patient is part of the panorama clinical study and that the center indicated the event was related to the device. No further patient complications have been reported as a result of this event.